Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge pigtail. Tandem technical support advised the contact to prime the air out of the tubing. Contact acknowledged. Customer's blood glucose was approximately 223 mg/dl.